Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 245 mg/dl, which was treated for and lowered to 202 mg/dl. The customer stated that her average blood glucose levels over the last 3 months were not typical. She consulted a doctor, who advised that the issue was related to the function of the insulin pump. The customer did not believe that the device calculated correctly. She stated that she changed the insertion site and insulin. She reported that her blood glucose would only respond with twice the amount of insulin recommended was administered. She advised that she felt sick around 300 mg/dl. Upon troubleshoot, the insulin pump passed the high pressure test and was working as designed. She had a high blood glucose reading of 404 mg/dl about a week later. She believed that the device was not delivering insulin and requested its replacement. Nothing further reported.